Event description:
Two files separated, something not noticied until after the procedure (s) were completed. The canal (s) were apparantely filled with the separated piece (s) in place since the separatios were not immediately noticed.